Manufacturer narrative:
The product was returned with the membrane completely unfolded and no visible blood on the catheter. - the technician attempted to flush/aspirate the inner lumen and was unable to do so. - the technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. We are unable to determine how this may have occurred. The evaluation confirmed the reported problems. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion into the cardiac arrest patient, surgeon found it difficult to flush the central lumen and the it was difficult to insert the guidewire into the iab as the lumen seemed obstructed. Replaced iab to continue procedure. No patient injury was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion into the cardiac arrest patient, surgeon found it difficult to flush the central lumen and the it was difficult to insert the guidewire into the iab as the lumen seemed obstructed. Replaced iab to continue procedure. No patient injury was reported.